Event description:
It was reported that: a pt suffered cardiac arrest because of the disconnected catheter mount during ventilation. A nurse alleged that carina did not generate alarm at the time of the event. The pt was recovered by performing the cardiac, compression, but the pt remained on dim state and died the following day.

Manufacturer narrative:
The device log was captured and analyzed. The log reveals that the device continued ventilating and generated the alarms "disconnection / leakage" and "rr high !!!", "pilot line disconnected !!!", "mv low !!!" And "rr high !!! During the incident. The use hose system, which disconnected during ventilation, is not sold or recommended by drager medical. The reported event cannot be attributed to any device failure. Following the instructions for use, the carina is not intended for acute inpatient care of non-stabilized pts who require ventilation with comprehensive continuous monitoring.